Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service representative (psr) contacted zoll to report that a (B)(6) female called into her the doctor's office she works at and said that the back left electrode caused a hole in her skin and the back right electrode started to cause the same issue. A psr was sent to the patient. The psr stated that the patient had a bad boil and cracked skin in the middle of her back. The psr stated that there was no adjustments that could be made to stop the pads making contact with the infected area. There was no follow up on the bad boil and cracked skin to see if it healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.